Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right atrial (ra) lead had high out of range impedances that were being oversensed by the respiratory rate trend causing inappropriate atr mode switches. The rrt feature was programmed off in response, and the device remains in-service. No adverse patient effects were reported.

Event description:
Follow-up report was sent with an updated conclusion code.